Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Other damages found during device investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Hearing performance changed around (B)(6) 2019. The recipient complained that all the other children at day care were too noisy. Recipient was in general more sensitive to sound / environmental sounds than usual and could hear only ling sounds with the device. Reportedly, during holiday the recipient strongly hit his head on a table on the concerned side and change in behavior was noted afterwards. Re-implantation took place on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance changed about 4 months ago. Recipient is in general more sensitive to sound / environmental sounds than usual. Reportedly, during holiday the recipient strongly hit his head on a table on the right side. The recipient is now only able to hear ling sounds with device.